Manufacturer narrative:
(B)(4). The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the sterile pouch was found damaged and opened, and the cement powders were spread. The cement could not be used because the packaging did not offer guarantees of sterility and safety.

Event description:
It was reported that during surgery, the sterile pouch was found damaged and opened, and the cement powders were spread. The cement could not be used because the packaging did not offer guarantees of sterility and safety. No known adverse event was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was returned and lab analysis was performed. The unsealed pouch was confirmed. The review of the device manufacturing quality record indicates that (B)(4) products biomet plus cement 2x40g, reference (B)(4), lot number a712ca0212 were manufactured on 23 march 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 4 similar complaints have been recorded for refobacin bone cement r 1x40g,batch a712ca0212 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.